Event description:
It was reported that the zeta was deployed in a rca during an emergency procedure on an ami patient (contrary to instructions for use (IFU), who was in cardiogenic shock. The shaft of the catheter separated and a complete deflation of the balloon was not possible. The device was removed from the anatomy in a partially inflated state and the patient became asystolic, requiring full resuscitation measures.